Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he was hospitalized for diabetic ketoacidosis due to high blood glucose which was caused by a sinus infection. Customer's blood glucose was 1495 mg/dl. Customer was not wearing the device at time of hospitalization. Customer was off the device since the morning of incident. Customer will not be returning the device for analysis.